Manufacturer narrative:
(B)(4).

Event description:
The customer states auto mode was active at the time of incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 423 mg/dl at the time of incident. The current blood glucose level is 384 mg/dl. The customer experienced symptoms such as nausea and tiredness. The customer was not wearing the insulin pump when high blood glucose event was reported. Customer stated they change the infusion after one hour and check blood glucose level it find high. The insulin pump will not be returned for analysis.